Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal did not come out even when the plunger was pressed. The bleeding was not a problem because it was immediately hand-controlled. A new device was used and the procedure was completed without any issues. There was no delay. There was no impact on the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) proximal seal did not come out even when the plunger was pressed. The bleeding was not a problem because it was immediately hand-controlled. No transfusions were necessary. A new device was used and the procedure was completed without any issues. There was no delay. There was no impact on the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 10/04/2024. An investigation was conducted on 10/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was returned outside the devices. The tension spring assembly was observed to be separated from the seal with the blue tension spring cut. The seal was observed to be an opened state. There were no visual defects observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000362951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.